Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 772d51. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The washer was present and uncut and there were staples present. No battery was received. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 772d51, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain how was the leak ¿managed successfully¿? Leak was managed with placement of a drain. Did the patient have to return to the or? Patient did not return to the operating room. What was the indication for surgery? Pancreatic carcinoma. Was a leak test performed intra-op? If so, what type and what was the result? No leak test is performed intra-op. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, stapler visually crushed pancreas before firing as stapler (ech60s) clamped prior to firing. Pledgets with prolene were used to oversew staple line post fire. How many days postoperative did the leak occur? Leak was found in office 3 weeks post op, patient was found to be septic and was admitted to the hospital where drains were placed. How was the leak identified? Leak was identified at post op office visit. What was observed at the site of the leak upon reoperation? N/a. How was the leak addressed? Leak was addressed with drain placement and readmission thus delaying chemotherapy for patient. Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Yes. Were there other contributing patient factors? Provider does not feel as though our staplers were designed to be fired on pancreatic tissue. Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection reversal procedure, the stapler did not fire when closing down on the anvil. The orange marker was not visible on the screen, and the surgeon could not determine the compression level. A second stapler was opened and fired successfully. There were no patient consequences.